Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the onetouch verio test strips were not working in the patient's meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.